Event description:
It was reported that the balloon of this device burst while dilating a lesion. The info received states that it was not on the first inflation. The device is being returned for analysis. There has been no claim of injury related to this event.